Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2007-00524 and 9616099-2007-00525. Add'l info will be submitted upon 30 days of receipt.

Event description:
The day of the index procedure, the pt experienced a non-q wave myocardial infarction. The pt is scheduled to have an elective re-angiography. The male pt had a 3.5 x 23 mm cypher select plus stent implanted at 16atms and a 3.5 x 13 mm cypher select stent implanted at 14atms in the proximal to mid right coronary artery (rca) to cover a dissection in 2007. This was a type b1, restenotic lesion that was eccentric and moderately calcified lesion. The lesion was pre-dilated with a balloon at 12atms. The pt also had a 3.0 x 23 mm cypher select plus stent implanted at 14atms in the proximal to mid left anterior descending (lad) lesion. This was a type b2, de novo, bifurcated, 45-90 degree angled, eccentric, and moderately calcified lesion. The lesion was pre-dilated with a balloon at 16atms. The pt's pre and post procedure medications include the following: aspirin, clopidogrel, ace inhibitors and beta-blocking agents.